Event description:
Complainant alleged that while attempting to treat a pt the device's screen turned white with horizonal lines and was not legible. Complainant indicated that the clinician obtained another device to continue treating the pt.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.